Event description:
Boston scientific crm received information that the monitoring voltage of this implantable cardioverter defibrillator (ICD) dropped from 2.82 volts (v) to 2.66 v in approximately 4 months. The charge time had also increased from 8.4 seconds to 12.3 seconds. There was concern the battery was depleting prematurely.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant recommended forwarding a save all to disk for analysis or increasing the patient follow-up appointments to monitor more frequently. The patient was scheduled for follow-up at a later date. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received indicating the device was explanted and replaced. The device was returned for analysis. This report will be updated when analysis is complete.